Event description:
It was stated that the customer had been hospitalized multiple times in the past two weeks for high blood glucose levels. No blood glucose levels were reported. The customer was bolusing more than usual, but the blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.